Event description:
The physician intended to use a complete se stent to treat a moderately calcified lesion in the common iliac artery. The lesion was severely tortuous and had 60% stenosis. The device was inspected prior to use with no issues noted. The lesion was not pre-dilated. It is reported that the physician noted, via digital subtraction angiography (dsa), that the stent had partially deployed in vivo, after crossing the guide catheter. Resistance was reported during insertion. The device red clip was in the correct position when the exposed stent was noted. The physician removed the device and used a new stent to complete the procedure. No patient complications are reported. Device evaluation: the first stent segment was exposed and deployed. The red safety clip was not present on the returned device, although was returned with the device. There was a gap of 0.8cm evident between the blue slider and the front grip.

Manufacturer narrative:
Patient¿s condition affected effectiveness of device (tortuous nature of the vessel and the severity of the calcification present at the lesion site may have hindered delivery of the device). Related to operational context (resistance encountered during use of device in tortuous and calcified anatomy). Deformation problem (stent prematurely deployed). Patient¿s condition affected effectiveness of device (tortuous nature of the vessel and the severity of the calcification present at the lesion site may have hindered delivery of the device). Operational context caused or contributed to the event (resistance encountered during use of device in tortuous and calcified anatomy). (B)(4).